Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was dysfunctional. It was clarified by a competitor that the lead was oversensing. The lead was capped and not replaced because the device was downgraded from a dual-chamber implantable pulse generator (ipg) to a single chamber ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.